Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not confirmed by the technician. The cause of the reported issue was not determined as no significant findings were made during device analysis. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the pump was defective and can't be started due to air in the hose. There was unknown patient involvement. No patient harm/adverse event was reported.